Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on this right ventricular (rv) lead reached 128 ohms. The clinician reportedly planned to continue to monitor the patient. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.